Event description:
During device testing on a simulator, the customer reported that it failed to charge to the selected energy. There was no pt involvement associated with event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the mfg facility for evaluation. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.